Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. As a result, the user could not apply suitable fio2 to the patient. An alternate device was employed to conclude the procedure. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.